Event description:
It was reported the patient underwent a right total hip arthroplasty on an unknown date. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2014 due to a pelvic fracture and osteolysis. The acetabular cup, liner, and modular head were removed and replaced with a biomet head and a competitor's cup and liner.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name. Product / lot code / expiration date. Date of implant- 15-20 years ago. PMA/510(k) number. Manufacture date. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "it has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant."